Manufacturer narrative:
It was reported that the hl20 pump displayed error message: "safety-s". No harm to any person reported. A getinge field service technician (fst) will be sent on site for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 pump displayed error message: "safety-s". No harm to any person reported. Reference number: (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
The reported failure was error message: "safety-s" on a hl20 pump. No harm to any person was reported. A getinge field service technician (fst) was onsite and investigated the unit in question. The fst confirmed the failure. The technician replaced the motor control board of the pump. After replacement the device worked to factory specification. The device is back in use. The defective control board was not available for further investigation. However this reported error message could be linked to the following root cause: - an error occurs when transmitting the signals via the control board to the safety system board. This causes that the safety system board to receive no or incorrect data and therefore triggers the error message: "safety-s". With reference to the hl20 risk assessment (risk ID: h1.1.1.2.7) this event can be contributed to: wrong pump speed because of: communication error (e.g. Wrong ratio between master-slave pumps due to communication error). Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.